Event description:
After cataract removal with insertion of iol lens, a haptic from the lense was noticed to be off the lens and floating by the medical doctor. The medical doctor removed the haptic and indicated that the lens was centered and secured. Medical doctor to follow up with patient postoperatively.